Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. No further testing could be performed due to the blank display.

Event description:
It was reported that the insulin pump alarmed failed battery test. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. Nothing further was reported.